Event description:
Pump reported a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support guided the customer through inspecting and cleaning the pump components, instructed the customer on attaching the cartridge correctly, and assisted in filling and loading a new cartridge. Ultimately, the customer successfully completed the load process and resumed insulin use.